Event description:
It was reported a patient underwent a total knee replacement on an unknown date in 2023 and topical skin adhesive was used. The surgeon reported oozing of the wound 2-3 days pot op. The adhesive product was removed and skin closed with suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. What is the procedure date? Unknown. What date did the oozing occur on? About 2-3 days post op. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed and skin closed with ethilon. If medication was required, please clarify if it was prescription strength. Unknown what is the most current patient status? Unknown. Can you identify the lot number of the product that was used? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Additional information has been requested however not received. Attempts to obtain the product sample have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied ? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product sample available for return? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information : d9 h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was returned inside the sterile packaging unopened. Upon visual inspection, the sample was observed conforming according to manufacturing specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) does contain caution regarding skin reaction. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.